Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the catheter had been in place for two weeks without any problems, but then began to leak from the area where it was inserted. When the catheter was removed due to its difficulty in use and the catheter was checked, a tear was found about 10 cm into the vein from the insertion site. There was no reported patient injury.